Manufacturer narrative:
The recipient reportedly experienced difficulty with electrode insertion during implant surgery. Reinsertion surgery was attempted, however, the electrodes could not be implanted. The recipient's device was explanted. The recipient has reportedly recovered. The device was discarded and will not return for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced partial insertion. Revision surgery is scheduled.